Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-8737-37 1.5 mm hex, cannulated driver shaft broke off in the screw. It was reported that during a metacarpal fracture repair procedure, before inserting the 2.5mm compression ft screw, the surgeon drilled the full length of the screw with the 2.0mm drill. Upon insertion, the surgeon had difficulty advancing the screw past the isthmus where the fracture site was located. He backed the screw out, re-drilled and tried to reinsert the screw. After getting threads across the fracture site, a click was heard when he tried to continue advancing the screw. The driver was removed and it was determined that the driver shaft had broken off in the screw. The comp ft screw was removed, and the case was completed with a plate and screws. The case was completed successfully with no patient harm, no piece(s) broke off in the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.